Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads (for off-label use) from the same lot number. It was reported the patient is experiencing ineffective coverage. Reprogramming did not provide resolution. X-rays revealed lead migration. In turn, the patient is evaluating her option to address the issue.